Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse evaluated the iabp unit and opted to replace the scroll compressor. Running tests were performed and passed. The iabp was released for clinical use with no reported incident.

Event description:
It was reported that during a regular maintenance of the cardiosave intra-aortic balloon pump (iabp), performed by a getinge field service engineer (fse), it was discovered that the pressure of the compressor did not increase as expected. The pressure was slower than usual. There was no patient involvement; thus, no adverse event was reported.